Manufacturer narrative:
The evaluation and repair of this ventilator was not yet completed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator graphic user interface (gui) display went blank, and continued cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.